Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The outcome was not considered to be device or therapy related and the device was reported to have been operating as intended. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including stroke and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient passed away due to failure to thrive. Patient had a previous stroke that existed pre-left ventricular assist device implant, with minimal left sided weakness. The stroke was embolic in nature. Post implant, there were no radiographic evidence of extension of stroke but increased left sided weakness. There were no changes to anticoagulation. The patient condition was more failure to thrive not related to the stroke. Per discussions with patient/family/palliative/ventricular assist device (vad) team collaborative decision was made for palliative/hospice, do not resuscitate. The pump was deactivated but not explanted. No device issues were reported, and it was reported the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.